Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the physical resistance in this incident could not be determined. Additionally, a definitive cause for the pericardial effusion cannot be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient presented with a pre-existing pericardial effusion. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed, reducing mr to 1. The second cds was advancing to the mitral valve; however, there was interaction with the left arterial wall. The second clip was deployed, reducing mr to trace. It was then observed that the pericardial effusion worsened, and mr increased to 1. Pericardiocentesis was performed to treat the pericardial effusion. It is unknown if the effusion worsened due to the transseptal puncture or the interaction between the second clip and the atrial wall. Two clips were implanted, reducing mr to mild 1. The patient was confirmed to be stable. No additional information was provided.